Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the plastic inner packaging for the size 19 stem was broken, and the product was non-sterile. The surgeon used a size 17 stem to complete the procedure.